Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary displayed a complete black screen, and remote smart service (rss) was offline. The customer confirmed there were no reported outages and that power was available to the station. The smart remote manager (srm) was clicking, but the screen remained blank, and reboots had already been performed. However, there were no delays, adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-jun-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary drawer 3.2 failed which caused station not to boot. A field service engineer replaced the drawer controller board and retractor band to resolve the issue. The system functioned as intended after the field service engineer repaired the device.